Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the rite electrical test failure of ground bond failed performance spec. (Rite) functional test passed specifications. The (rite) electrical test failure ground bond failed performance spec was not confirmed by review of the logs but is automatically confirmed. Internal/external inspection found no issues. The assignable cause of the rite electrical test failure of ground bond failed performance spec was hardware problem - determined to be a loose set screw on the door post. Screw was tightened and device now measures 26m. Baxter will continue to monitor similar reports to determine if further actions are required.